Event description:
Boston scientific received information that thi sright ventricular (rv) lead was part of a system revision due to infection. The patient also had (B)(6) bacteremia. There were no additional adverse patient effects reported. The rv lead was explanted.